Event description:
Procedure: lap gynecologic procedure. According to the reporter, while grasping the tissue several times, the jaws became wobbly. Eventually, the jaw part was broken. Most of the fallen parts were retrieved from the pt, and another device was used to complete. There was no bleeding and no tissue damage. The procedure was not extended more than 30 minutes. No pt info available.

Manufacturer narrative:
(B) (4).